Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a threader balloon catheter. The balloon was loosely folded with fluid in the balloon and lumen. The balloon, markerbands, and proximal bond were microscopically inspected. Inspection revealed a pinhole in the balloon material located at the proximal side of the markerband. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 1.2mm x 12mm threader¿ balloon catheter was advanced to dilate the lesion. However, upon inflation, the balloon ruptured. The device was completely removed form the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 1.2mm x 12mm threader¿ balloon catheter was advanced to dilate the lesion. However, upon inflation, the balloon ruptured. The device was completely removed form the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.